Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer dropped her insulin pump a couple times on a recent camping trip and that there are now a few black marks on the display screen. The patient's blood glucose at the time of incident is unknown. Troubleshooting and transfer to the 24-hour helpline was declined; the caller stated that he would call if the display anomaly does not improve. No products were shipped or returned.